Event description:
Customer reported that he had multiple high blood glucose. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Performed the high pressure test twice, and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.